Event description:
Info received indicates the emergency CPR function is not working when the foot pedal is activated.

Manufacturer narrative:
The tech isolated the issue to the emergency CPR valve. He replaced the CPR valve to repair the bed.